Event description:
It was reported that this left ventricular (lv) lead exhibited high capture thresholds. The patient experienced syncope and "crashed". The patient was hospitalized. Additionally, the patient experienced bradycardia. A chest x-ray was performed. There were no lead position changes. It was noted that all reports look normal. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problemcorrection to field h6: patient codescorrection to field h6: impact codes.

Event description:
It was reported that this left ventricular (lv) lead exhibited high capture thresholds. The patient experienced syncope and "crashed". The patient was hospitalized. Additionally, the patient experienced bradycardia. A chest x-ray was performed. There were no lead position changes. It was noted that all reports look normal. The lead remains in use. No adverse patient effects were reported. Additional information received provides clarification. The patient had experienced a syncopal episode that resulted in the patient being involved in a car crash. The patient was hospitalized. The crt-d was turned off and its associated lead, including this lead. The patient was discharged with a defibrillator vest. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.